Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope had a b30 scope communication error. The issue was found during preparation before use inspection in a diagnostic bronchoscopy. The facility completed the intended procedure with another similar device. There were no reported delays. There were no reports of patient or user harm associated with this event. Related patient identifier: (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of error b30 scope communication was confirmed. The device evaluation found the scope had no image and error b30 was due to fluid corrosion in the body control unit and the scope connector. Additionally, the biopsy channel was leaking due to a tear inside. Electrical continuity test failed at ol ohmns, the distal end was detached, the charged coupled device shrink tube was split, and the up angulation was low. Related patient identifier is (B)(6). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the biopsy channel had leakage during user handling and water invaded scope connector. It could have caused an abnormality in electronic components, leading to the reported event. However, a definitive root cause for the reported event could not be identified. Olympus will continue to monitor the field performance of this device.